Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 538 mg/dl. Suspected cause was due to the customer¿s basal rate settings requiring adjustments. A correction bolus was delivered to address bg level. Customer updated their pump settings to address the event.

Manufacturer narrative:
H3 other text : device not returned.